Manufacturer narrative:
Trackwise ID: (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure acrobat-I stabilizer z did not hold the heart still. No injury was noted by the customer with initial contact.

Manufacturer narrative:
Trackwise#: (B)(4). A lot history record review was completed for the lot 3000176289 the last lot shipped to the account prior to the event/aware date. There were no ncmrs, rework, or deviations documented for the last lot shipped to the account. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. H3 other text : device not returned.

Event description:
N/a.